Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device nor any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed due to creo threaded 6.5x45mm polyaxial screws that were found loose post operatively. This event occurred in japan.